Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-aug-2018 with the following findings; during investigation, there was moisture observed behind the display lens but there was no moisture in battery compartment. Keypad was intact. Black box shows unexplained pump reboots on (B)(4) 2018 and the deliveries never resumed. Review of the total daily dose added up correctly. The pump powers on with audible, vibratory & blank display screen. A. Leak test fails due to missing abb cover. Removed pump cover; moisture ingress was found on the pcb & internal components. Removed keypad cover; no contamination was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a keypad issue. It was found that the ok, down and up arrow buttons were under responsive to user presses and there was moisture within the battery compartment. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.